Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via telephone call that it was hard to push the reservoir and it created an air bubble. The customer was able to remove the air bubbles. The blood glucose reading was 136 mg/dl.